Manufacturer narrative:
Remove investigation findings code: 3221, remove type of investigation code: 4114

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump delivered too much insulin during a bolus. It was also reported that the pump battery was depleting quickly. There was no adverse impact to customer¿s blood glucose level. The customer declined to perform further troubleshooting with tandem technical support; therefore, the allegation could not be confirmed.